Event description:
Baxter reported one incident of a blood leak with the psn 140 dialyzer. No further information is available.

Manufacturer narrative:
Evaluation results will be communicated in a follow up medwatch when the evaluation is complete.